Event description:
It was reported that during transport to the hospital, the patient went into v-fib. The device was charged but failed to deliver energy several times. Once at hospital, patient was shocked with a different device but did survive. The hospital bio-med was able to get the device to deliver a shock when testing the device after the reported event.

Manufacturer narrative:
Physio-control evaluated the device. Proper operation was observed during functional and performance testing. The reported problem was not duplicated or confirmed. The patient event record from the reported event was also reviewed. It has been concluded that use error most likely contributed to the reported event. It appears that the user may have inadvertently pressed a switch, other than the shock switch, which dumped the defibrillator charge. Proper operation of the device was reviewed with the customer.